Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a cardiac tamponade occurred post procedure. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive and farawave catheter were selected for use. About three to four hours after the procedure, a cardiac tamponade occurred. A pericardial drainage was placed and a 409cc of fluid was drained. The patient was then transferred to another hospital. A total of 48 farawave applications were reported. A location of a perforation was not confirmed. No issues during the procedure were reported. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a cardiac tamponade occurred post procedure. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive and farawave catheter were selected for use. About three to four hours after the procedure, a cardiac tamponade occurred. A pericardial drainage was placed and a 409cc of fluid was drained. The patient was then transferred to another hospital. A total of 48 farawave applications were reported. A location of a perforation was not confirmed. No issues during the procedure were reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to cardiac tamponade. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of cardiac tamponade and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Cardiac tamponade is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.